Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The consumer states the push button that operates the folding mechanism on the walker has broken and the walker will not stay open.